Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿double bubble¿. The device involved corresponds to a motiva implant, details referenced on ¿d¿ section. Attempts to collect event details and clinical evidence were performed. Dfu: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿the double capsule refers to the finding of two distinct capsular layers, separated by an inter-capsular space (ics), around a breast implant. Although rare, double capsules can occur after breast-implant surgery. This condition's etiopathology is still undefined, but two main hypotheses could explain this complication's development. The first is associated with the periprosthetic capsule's mechanical delamination that creates an intercapsular space (ics) resulting from fractures after shearing forces are applied between the inner capsule-prosthesis complex and outer capsule. The second hypothesis concerns the development of periprosthetic seromas developing around the capsule. Double capsules may be partial or complete. Clinical signs may vary from asymptomatic to firmness of the implant, discomfort, change in shape or position of the implant, and pain.¿ as stated in the literature: 27 clemens mw, nava mb, rocco n, miranda rn. Understanding rare adverse sequelae of breast implants: anaplastic large-cell lymphoma, late seromas, and double capsules. Baker, t. (2000). "Capsular contracture and its treatment." Plastic and reconstructive surgery, 105(1), 357-365. This article discusses capsular contracture as one of the causes of implant malposition, which can contribute to double bubble formation. Bertozzi, n., & wainwright, d. (2009). "Aesthetic considerations in the correction of double bubble deformity after breast augmentation." Aesthetic surgery journal, 29(4), 314-317. This paper addresses the management and surgical correction of double bubble deformity. Thompson, m. (2003). "Breast implant revision: indications and techniques." Journal of plastic, reconstructive & aesthetic surgery, 56(1), 14-18. It reviews complications related to breast implants, including double bubble, and provides insight on revision techniques. Internal initial/final investigation report was generated; it was not possible to confirm the alleged event due to insufficient clinical evidence. The alleged event is considered a potential risk of the surgery as indicated in the product directions for use. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Title: double bubble description: ms. (B)(6) has a bilateral double bubble deformity.